Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy (dapt). During a routine 45-day follow-up transesophageal echocardiography (tee), a thrombus was noted on the top of the closure device. The patient was switched to coumadin medication until device related thrombus (drt) resolution.